Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 2.25 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified proximal stent damage. Proximal strut segment 1 was lifted on one side. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter (od) was measured and the result was within specification. The balloon cones were reviewed and it was noted that the proximal balloon cone was not tightly folded, this most likely occurred in conjunction with the stent damage. The distal balloon cones was tightly wrapped and evenly folded. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 06-dec-2017. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified proximal to mid left anterior descending artery. After pre-dilatation was performed with a 2.5 x 20mm non-bsc balloon catheter, a 2.25 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the angulation. After a long period of trying to cross the lesion, the procedure was completed with another 2.25 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.